Manufacturer narrative:
The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable sodium results for multiple patient samples on a cobas 6000 c501 module. The customer stated they obtained results around 20mmol/l or higher on the analyzer's line b compared to line a for sodium. No specific results were provided.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service engineer (fse) observed overflowing cuvettes during cell detergent priming due to damaged tubing. The fse flushed and cleaned the sample probe and sipper and adjusted the ise probe. Calibration and qc were performed successfully. The investigation is ongoing.